Event description:
In (B)(6) of 2011, I had essure implanted. Since that time, I have noticed several different side effects. Severe abdominal cramping, sharp stabbing pelvic pain, vaginal discharge, excessive bleeding during my menstrual cycle, painful menstruation, painful intercourse, incontinence, abdominal spasm, back pain, severe bloating, metallic taste, heartburn, headaches, swelling and tingling of hands and feet, mood swings, forgetfulness, high blood pressure, acne, hair loss, teeth decay and loss, weight gain, and excessive sweating.